Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the permanent cautery spatula (pcs) instrument to perform failure analysis. Failure analysis investigations confirmed the customer reported complaint. The instrument was analyzed and it was found to have a bent banana plug at the back end of housing due to which, a monopolar cord could not be properly installed. There was no damage to the curved spring contacts of the plug. The instrument passed an electrical continuity test. The probable root cause of a bent banana plug is attributed to damage during use or handling. Damage can result from mechanical impact, such as an accidental drop of the instrument.

Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that there was a broken cable with a da vinci product. The customer reported event has no report of patient injury.